Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. It was noted 30 ventricular sic counts were seen since last session 1.8 days ago, along with three non-sustained tachycardia episodes between (B)(6) 2015. The electrograms (egms) do not show evidence of t-wave oversensing (twos) and the lead failure predictor triggered on (B)(6) 2015 for ventricular sic and nsts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered due to noise, short interval counts (sic) and episodes of non-sustained ventricular tachycardia (vt). It was noted the oversensing could be related to t-wave oversensing (twos) or other "noise" and there was possibility of a rv lead fracture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.